Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a manufacturing review could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy on the second sample attempt, the cannula was allegedly unable to be fired. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were partially engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was broken and the outer cannula tang width measured out of specification. Based on the findings, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to fire as functional evaluation could not be completed due to the identified self-activation. The broken bumper likely resulted from the spring bending the bumper. This issue likely contributed to the partial cannula tang engagement as well as the reported and identified issues. Additionally, it is possible that the out of specification cannula tang width contributed to these issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided prostate biopsy on the second sample attempt, the cannula was allegedly unable to be fired. Reportedly, another device was used to complete the procedure. There was no reported patient injury.